Event description:
A malfunction alarm was reported, identified as malfunction code 1, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as backup therapy and was informed that a replacement pump with updated software would be provided.